Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited high right atrial (ra) impedance measurements of greater than 2000 ohms. Other lead measurements were good and there was no atrial noise noted. The device exhibited a lead safety switch due to the high impedance measurements, and the patient subsequently had muscle stimulation when the configuration switched to unipolar. The lead safety switch was programmed off. Pocket manipulation and isometrics were performed. There was no noise, and impedance measurements were stable. No interventions were planned. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that there were additional lead safety switches due to the high ra impedance measurements. Additionally, ra and right ventricular (rv) noise was noted due to minute ventilation (mv) signal oversensing. The oversensed ra noise resulted in inappropriate atrial tachy response (atr) episodes. There was no rv pacing inhibition. The mv feature was programmed off which resolved the oversensing. No adverse patient effects were reported. The device remains in service. This device was included in the recent mv sensor signal oversensing advisory population.

Event description:
Additional information received reported that there were intermittent ra and rv impedance measurements of greater than 3000 ohms. The patient did not tolerate unipolar pacing in the rv. Further programming options were discussed. No adverse patient effects were reported. The device remains in service.